Event description:
The facility representative reported an ipump with a condition of "motor failure." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with a motor failure was confirmed and reproduced during product evaluation. The root cause was due to a faulty mechanism assembly. Due to estimate refusal by the customer, no repairs were made to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up medwatch will be submitted.